Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
The safety shield was not activated. Additional information: the head nurse reported that the asd looked normal when unsealed for use, but the safety shield did not activate after the injection for the patient. The incident is currently being reported to the tfda and the tfda number is not yet available. If any update will be sent by email. Sample availability: yes. Sample availability details: picture/video only.